Manufacturer narrative:
Device was reported by the user for a separate patient use case and reported on (B)(4) with MDR #3030677-2016-02341.

Event description:
The user is questioning the presense of artifact during a patient use event. The patient did not survive.